Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2012, the patient needed an adjustment; the patient had felt more pain relief the second day it was implanted than she did now. Her legs and back hurt all over; the patient was having trouble standing and still having a lot of pain. Because of this, the patient was wondering if the device system was still all connected. The patient was looking for a new physician to check the pump and increase the dose because she had taken her husband¿s ashes back to their home state to bury them. The patient had two dose increases since implant prior to traveling back to her home state. The next pump refill was due in october. The patient¿s current pain was worse on standing, if she stayed semi laying down she didn¿t have as much pain. The pump was delivering morphine. It was later reported that the patient had been more active while taking care of her husband¿s funeral arrangements and was having more pain following the increased activity. The patient was going to be permanently moving back to her home state and needed to find a new physician. The patient contacted one physician¿s office and they were unable to help her. Additional information was received and it was reported that the patient was looking for a new physician as the physician she¿d seen since moving accused her of being a drug addict and told her that she didn¿t need the pump. The patient was in terrible pain and needed a new physician. The pain had put her in a wheelchair because the pain was in her legs; prior to this, she had used a walker when walking. It had been ongoing for about 3 or 4 weeks. The patient had lost about 50 pounds since implant because she couldn¿t eat after her husband died and the ¿pouch just sticks straight out.¿ one side of her stomach was flat, the other side was not; she couldn¿t wear anything tight, she had to wear muumuus ¿and stuff¿ because it stuck out so far. The patient didn¿t know if the pump was placed right; if it had gotten out of place. She fell during the winter and felt better afterwards; she thought she was ¿getting medicine again.¿ she told the physician and it didn¿t make a difference to him.